Event description:
Patient's rhythm was observed to change, the central monitor did not alarm for ventricular standstill, the rhythm auto terminated and went back to patients rhythm. The rhythm changed was denoted by a blue vertical line, which had the date and time.